Event description:
On 10/9/92 between 2200 and 2330 there was an IV run away with 700cc of fluid going into a patient. The IV tubing delivered the fluid to the patient with the roller clamp regulating the flow rate. The fluid went into the patient more rapidly than had been anticipated following adjustment of the roller clamp. Some small variance in flow is known to occur from gravity fed ivs and due to this routine checking of this IV was done. The rapid infusion should not have occurred over the short period between the monitorings done on this patientdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service, none or unknown. The device was not destroyed/disposed of.